Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin has shot or squirted from infusion set when priming, prime or rewind makes loud grinding noise. No harm requiring medical intervention was reported. The customer stated that insulin pump received unexplained no delivery alarm and motor errors alarm. The insulin pump had battery life was diminished and rejected new batteries. Customer declined all troubleshooting. The device will not be returned for analysis.